Manufacturer narrative:
Refer to mrn: 1221359-2021-00546. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1016205 and test base part number 190-430 / lot 1016205. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016205 showed that the complaint rate is (B)(4). The investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results involving two patients. This report represents patient two of two. The customer reported false positive results on a direct tested nasal kitted swab used to collect sample from both nostrils with the ID now covid-19 assay performed (B)(6) 2021 at 1458. Repeat testing on a new sample with the ID now covid-19 assay performed at 1516 provided negative results. Confirmation testing on a nasal sample (date of collection not specified) with pcr provided negative results. The customer confirmed there was no death, serious injury, or delay/impact to patient treatment based on the ID now covid-19 results. The patient was not symptomatic at the time of testing. The patient did not receive any medical treatment/care based on the results; there were no adverse outcomes. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1016875 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1016875 and test base part number 190-430 / lot 1016875 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit 1016205 and 1016875 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.